Event description:
Healthcare professional (hcp) reported that the home patient (hp) was hospitalized after using the homechoice cycler for apd therapy. Hcp relates that the hp was hospitalized in 2001 due to rapid developing pulmonary infiltrates, which the hcp does not relate to baxter products or peritioneal dialysis. Prior to this hospitalization, the hp experienced shortness or breath, chest and abdominal pain during apd therapy. During treatment at the hospital, the symptoms were relieved and the hp was released. Hcp relates after the hp's release, the hp again experienced pain and shortness of breath during apd therapy. The hcp relates the hp frequently discontinued therapy prematurely, resulting in the hp receiving inadequate dialysis and becoming fluid overloaded. The hp was again hospitalized the following month. Hcp relates that due to the hp experiencing pain, the hp's family member suspected that the device may have delivered more fluid to the hp than it was programmed to and a device evaluation was requested.